Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and stained end cap sticker.

Event description:
It was reported that insulin pump had scratches and cracks at battery compartment and display screen. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.